Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photos was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for lancet separation with the incident lot was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and functional testing and the issue of lancet separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that the lancet broke off during use with a bd microtainer® contact-activated lancet. The following information was provided by the initial reporter: it was reported that the lancet fell apart while in use.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed in (B)(4) as high tech labs is an OEM manufacturing site. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the lancet broke off during use with a bd microtainer® contact-activated lancet. The following information was provided by the initial reporter: it was reported that the lancet fell apart while in use.